Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31397723l and no internal action related to the complaint was found during the review. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation with a thermocool smarttouch sf and the patient experienced heart block that required pacemaker insertion. During la flutter ablation on septal anterior side, patient went into av block. After some waiting time, physician decided to implant a pacemaker. Patient and catheters were setup as per instructions for use (IFU). The carto 3 mapping system was used to map an atypical flutter. Carto system, ngen generator, diagnostic catheters and smartouch sf catheter functioned as intended. Additional information was received. The physician did not state at any time that any of bw systems or products were the cause of av block. There were 3 catheter exchanges during the procedure as first 2 qdots were faulty. Additional attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The adverse event was assessed as MDR reportable under the thermocool smarttouch sf catheter.

Manufacturer narrative:
Additional information was received on 12/14/2024 which provided the product information for the two concomitant products reported under ¿d10. Concomitant medical products and therapy dates¿ as ¿unk_qdot micro¿ catheters. Therefore, updated the ¿d10. Concomitant medical products and therapy dates¿ section. Also, initially only reported that the first two qdots were faulty. The clarification on these two faulty qdots: the qdot catheter gave a "hi-force" warning during ablation. Catheter was re-zeroed. Tx dongle restarted. Catheter cable changed. A "current leakage warning message" appeared a couple of times. It was accompanied by a signal noise / signal loss issue. Signals were briefly lost. The signal interference (noise/loss) was observed on all ECG (bs and ic) channels. Noise on recording system and loss on carto, all very briefly (less than 1second as far as can be recalled). There was ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference / loss, the affected catheter was inside the patient¿s body. They were trying to start ablation. A second qdot catheter was opened. "106 force sensor error" appeared. Tx dongle restarted. Ngen generator restarted. No force value was shown. Physician decided to switch to the smarttouch sf catheter. Ablation was then successfully initiated. Surgery was delayed due to the reported event for 20 minutes. With this additional information, updated the d10. Concomitant medical products and therapy dates section. The current leakage issue was assessed as non MDR reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. The signal issue was assessed as non MDR reportable. The risk to the patient was low. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2025, additional review of the additional information provided on 14-dec-2024 was performed. Based on this review, the adverse event was also assessed as MDR reportable under both the qdot micro catheters as it appears they were inside the body attempting ablation prior to the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).